Event description:
It was reported that the ilet user experienced inconsistent blood glucose with a high glucose excursion after a meal followed by a low, and review of logs showed the meal was announced about one hour after glucose began to rise. The event was managed with oral glucose and addressed through troubleshooting and education on correct meal announcement timing and maintaining usual meal sizes as the system adapts. Symptoms included hyperglycemia followed by hypoglycemia with a documented peak of 203 mg/dl and a low of 60 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting health consequences. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem was identified related to meal announcement timing and using meal announcements to correct elevated blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.